Event description:
The company was informed that the patient's device was extruding. The patient reportedly had no infection or trauma to the implant site. Advanced bionics is in the process of gathering more information; once more information is available, a supplemental report will be submitted.